Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving baclofen (2000 mg/ml at 250 mg/day) via an implantable pump for an unknown indication for use. It was reported that a patient experienced a pump area infection (decubitus) beginning on (B)(6) 2008. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. It was unknown what troubleshooting/ diagnostics were performed. Interventions included a pump explant and replacement on (B)(6) 2008. The issue was resolved. The manufacturer¿s representative stated that they didn¿t have any information about the patient since 2008 because he refused to go on with follow-up, so the patient¿s present status was unknown. No further complications were anticipated. The patient¿s medical history included tetraplegia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.